Event description:
Customer called and reported the following: "unit is alarming" low pressure and circuit occlusion" while on a pt." No harm to the pt. Pt was placed on another ventilator. Customer requested field svc.

Manufacturer narrative:
(B)(4). Field svc evaluated the unit and determined that the expiratory pressure was drifting, and he was unable to calibrate the unit. He replaced the gas delivery engine assembly and performed est and ovp testing. The unit was meeting all manufacturer specifications. The faulty gas delivery engine was returned to carefusion on (B)(6) 2014 and routed to the factory svc dept for eval. Factory svc evaluated the gas delivery engine, and isolated the tca printed circuit assembly (pcba) as the root cause. The tca printed circuit board assembly (pcba) was then routed to the failure analysis lab for investigation. The failure analysis lab isolated the issue to the expiratory pressure xdcr. Carefusion has initiated an internal corrective action request through our corrective and preventative action system address this issue. This MDR is being submitted following a retrospective review of avea ventilator complaints related to a recall being performed by carefusion on the avea ventilator.